Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a carto® 3 system. It was reported that 2 seconds after completion of a pacing train while using a jll 5fr, 10 pole catheter through the carto 3 system, an undesired discharge occurred. There is no evidence that the additional pacing triggered an arrhythmia. The procedure was completed successfully even though the issue continued. There was no patient consequence. After the stimulation ends there is an additional pulse about 2 seconds after the last stimulation event. This pulse is an artifact on the signal, but not real pacing. The reported issue is related to a software defect. The biosense webster field service engineer confirmed that the issue was explained and understood by the customer that there was no impact on patient. System is operational. The device history record review was performed by the manufacturer and no anomalies, which are related to the reported issue, were noted in manufacturing or servicing of this equipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 1/28/2019 stating that the pacing stimulator used during the procedure was the fukuda electronics. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufactured date was provided on (B)(6)2019. Therefore, manufactured date has been populated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto® 3 system and there was an unwanted pacing issue. It was reported that 2 seconds after completion of a pacing train while using a jll 5fr, 10 pole catheter through the carto 3 system, an undesired discharge occurred. There is no evidence that the additional pacing triggered an arrhythmia. The procedure was completed successfully even though the issue continued. There was no patient consequence. The unwanted pacing issue was assessed as a reportable issue.